Event description:
It was reported that the extension set separated from the bd insyte¿ autoguard¿ shielded IV catheter and leaked at the connection site during use. Lots 9128619 and 9122769 were reported to have been involved, each with 1 occurrence of the event.this complaint was created to capture the 7th of 9 related incidents. The following information was provided by the initial reporter: "two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9128619. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-08. Medical device lot #: 9122769. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension set separated from the bd insyte¿ autoguard¿ shielded IV catheter and leaked at the connection site during use. Lots 9128619 and 9122769 were reported to have been involved, each with 1 occurrence of the event. This complaint was created to capture the 7th of 9 related incidents. The following information was provided by the initial reporter: "two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted."